Event description:
Meter was reading inaccurately high. The patient performed two control solution tests and both failed. Patient contacted physician for advice. Patient was advised to contact lfs for a replacement. No other treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The control solution was in good condition. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the patient suffering a serious injury. A replacement meter and testing supplies are being sent to the patient.